Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00686, 2134265-2017-00761, and 2134265-2017-00762. It was reported that the patient died. The patient presented with myocardial infarction (mi) and angiogram was performed. One target lesion was identified as a total occlusion in the right coronary artery (rca), two small target lesions were identified in the left anterior descending (lad) artery, and a small non-dominant target lesion in the circumflex artery. After a temporary pacemaker was placed, a 5fr sheath was inserted and a 2.50mm x 20mm emerge¿ balloon catheter was advanced and pre-dilatation was performed to the two lesions in the lad. A 2.75 x 32 synergy¿ drug-eluting stent was then implanted in the first lad lesion and post-dilated with a 3.50mm x 15mm nc emerge® balloon catheter. However, upon stenting of the second lad lesion with a 3.00 x 20 synergy¿ drug-eluting stent, the patient crashed with the pressures and pulse dropped. The procedure was stopped and advanced life support (als) was performed with emergency drugs administered. The patient was unable to be recovered and subsequently passed away. The official cause of death was infarction.